Manufacturer narrative:
An immucor field service engineer (fse) communicated with the customer at the customer site and reported on (B)(6) 2017 that the customer was not experiencing this event again.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2016.